Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned. Additional information was received indicated that this left ventricular (lv) lead was not working and the field representative had not checked the device. Moreover, this left ventricular (lv) lead exhibited high threshold due to lead was not in a good position and dislodgement appeared to be the reason for high threshold. The lead was surgically abandoned. No additional adverse patient effects were reported.